Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, blood leaked from the cannula hub. There was no adverse impact to patients or users reported.

Manufacturer narrative:
Investigation summary: "material #: 365076 lot/batch #: 4109550 bd received 1 used sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, the customer sample was evaluated by visual examination as well as leakage testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."